Event description:
It was reported that one month post implant, the patient noted a small amount of serosanguinous discharge from the middle area of their abdominal incision site. It was suspected to be a superficial incisional surgical site infection. The patient was administered with oral medication. The extravascular implantable cardioverter defibrillator (ev-ICD) remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: product ID ev240152 lot# serial# (B)(6) implanted: (B)(6) 2024 correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the patient experienced a small amount of serosanguinous discharge from the middle area of the abdominal incision. It appeared to be superficial irritation. The patient was administered with oral medication. The patient is a participant in the post approval clinical surveillance product surveillance registry. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the patient experienced a small amount of serosanguinous discharge from the middle area of the abdominal incision. It appeared to be superficial irritation. The patient was administered with oral medication. The patient is a participant in the post approval clinical surveillance product surveillance registry. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.